Event description:
It was reported that the patient has vocal cord paralysis per the surgeon. The surgeon decided to see if it would heal on its own. Patient has a follow-up after 2 months to do a vocal cord injection if it hasn't improved.